Event description:
Nurse had primed alaris pump blood tubing with saline. She spiked the blood bag and the spike punctured the side of the blood bag so that it leaked. Blood product was wasted and patient discharge was delayed while another unit of blood was prepared. This same thing happened to a second patient the same day. Two separate types of blood bag were involved - one with a peel apart port to place spike into bag and one with a cap that pulls off the port before spike placement. Staff informed me that this has happened 6-10 times in the past 6-12 weeks.I think there are several contributing factors: the spike on the alaris blood tubing is sharper and seems slightly longer than that of our gravity blood tubing. The diameter of the spike also seems slightly smaller. This makes spiking the bag easy but I think it also may mean that the spike enters the bag deeper and perhaps more quickly.I think there is also an issue with the blood bag. Plain IV fluid bags have a reinforced area inside the bag that extends above the tip of the spike so that it cannot puncture the side wall of the bag. Neither of the blood bags involved have this type of reinforced area. The spike extends above the thick plastic of the insertion port so that it can make contact with the thinner bag wall.tubing rep will be contacted so they can pick up set if desired.